Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black, the system did not turn on, remained offline on rss, and did not recover after reboot and recovery attempts. A field service engineer determined a defective pyxis bus cable by method of elimination, replaced the cable, identified and removed three defective cubies, and tested all drawers using hardware test application (hta) diagnostics to confirm system communication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that the bd pyxis¿ medstation¿ es auxiliary screen was black and did not turn on despite reboot and recovery attempts, and the system was offline on remote support service (rss). However, there were no delays to patient care and no adverse events or injuries reported based on this incident.